Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported via regulatory agency "rupture with balls of the gel leaking into their lymph nodes" and "chest pain." Patient also reported "health deteriorated," "blurred vision," "fatigue," "hair loss," and "cramp"; these are not device related. Device has been explanted. This record is for the left side.